Event description:
Total hip arthroplasty performed in 1993. Revision performed in 2002. Co rep reported polyethylene liner found to be worn intraoperatively. Acetabular components were removed and replaced.